Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the complaint could not be duplicated or confirmed during investigation. The pump powered on with a display screen functioning within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The pump makes beeping sounds but the display is blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.